Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Ultimately, the customer was able to load a cartridge and resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.